Manufacturer narrative:
Investigation conclusion: resolved at intake by providing information to the customer root cause: resolved at intake. Source: phone.

Event description:
Reports a little blood present on swab. Patient communicated having a dry nose. No apparent adverse event.